Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin) for vaginal bleeding, menorrhagia and pelvic pain female as well as ibuprofen from 2015 to 2017. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy ((uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, abdominal pain lower, back pain and female sexual dysfunction had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are coiled wires embedded within each of the fallopian tube ostia') and pelvic pain ('pelvic pain / pain/pain') in a 30-year-old female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ureterolithiasis, kidney stone, right lower quadrant pain, uterine bleeding, migraine aura and adenomyosis. Concurrent conditions included overweight. Concomitant products included ibuprofen from 2015 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, abdominal pain lower, back pain and female sexual dysfunction had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, embedded device, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes- hysterectomy both implants placed without difficulty, with approximately 4 coils visible on pt's right and 4 visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion 1. Satisfactory location of right and left essure microinserts. 2. Satisfactory bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; abdominal pain, embedded device. Most recent follow-up information incorporated above includes: on 25-nov-2020: medical record received lot number was added. New event added - there are coiled wires embedded within each of the fallopian tube ostia. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are coiled wires embedded within each of the fallopian tube ostia') and pelvic pain ('pelvic pain / pain/pain') in a 30-year-old female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ureterolithiasis, kidney stone, right lower quadrant pain, uterine bleeding, migraine aura and adenomyosis. Concurrent conditions included overweight. Concomitant products included ibuprofen from 2015 to 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, abdominal pain lower, back pain and female sexual dysfunction had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, embedded device, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes- hysterectomy both implants placed without difficulty, with approximately 4 coils visible on pt's right and 4 visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion satisfactory location of right and left essure microinserts. Satisfactory bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; abdominal pain, embedded device. Lot number: 922603 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.